Event description:
It was reported via repair work order that the front right siderail would not lock due to carrier damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.